Event description:
Patient was scheduled for total laparoscopic hysterectomy, bilateral salpingo-oophorectomy. In the end of the case, 2 small green pieces in the abdomen were noted on the screen. They were pulled out - they were part of uterine manipulator cup. One of the pieces was lost outside of the body, the remaining pieces are saved for risk management. Per surgeon - no x-ray taken.